Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulty occurred. The lesion was located in an extremely calcified and tortuous lima graft to the left anterior descending (lad) artery with a 90 degree bend. A taxus express2 2.5x20mm drug eluting stent was going to be used to repair an anastomosis. The lesion was predilated with maverick balloon. The taxus stent was deployed. The balloon was inflated for one minute when the physician attempted to deflate the balloon. The physician attempted to deflate the balloon for the next two minutes. The physician used a 20cc syringe to deflate and remove the balloon. The patient did experience chest pain during the deflation difficulty. Patient is reported to be doing fine. No patient complications were reported. The physician did indicate that he does not believe this is a device failure, but that he anticipated a slow deflate due to the tortuous and calcified nature and the 90 degree bend of the lesion.